Manufacturer narrative:
UDI: (B)(4). The device was returned for analysis however the investigation is on-going. A supplemental will be submitted upon completion. Same event as reported in MDR MFR: 2029214-2016-00165.

Event description:
Medtronic received information that the middle segment of the marathon microcatheter ruptured about 6 cm proximal of the catheter tip, during onyx embolization of a cerebral arteriovenous malformation (cavm) located in the distal posterior inferior cerebellar artery (pica). It was reported that little resistance was felt, but not overly when suddenly onyx was seen within the (pica) as it leaked to an unintended and unknown location. It was further reported that during imaging an infarct was identified and patient experienced a stroke at the treatment site. There was no treatment given to the patient. Patient current status is unknown.

Manufacturer narrative:
Device evaluated by manufacturer - additional information the marathon catheter was returned for analysis. Onyx residue was found around and inside of the catheter hub and tip. The catheter was found to be ruptured 6.2 cm from the distal end and occluded with onyx. Based on the device analysis the clinical observation was confirmed. It appears that the catheter ruptured due to over-pressurization. Rupture of the catheter can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded resulting in pressures exceeding the limits of the catheter. The marathon IFU indicates: ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury.¿ the onyx IFU indicates: ¿stop injection if the onyx les is not visualized exiting catheter tip. If the catheter becomes occluded, ov ER-pressurization can occur. During the onyx les injection, continuously verify that the onyx les is exiting the catheter tip. Testing has shown that over-pressurization and rupture can occur if only a volume of 0.05 ml of the onyx les is injected and is not visualized exiting the catheter tip. In addition, the onyx IFU indicates: ¿stop injection if increased resistance to the onyx les injection is observed. If increased resistance occurs, determine the cause (e.g., onyx les occlusion in catheter lumen) and replace the catheter. Do not attempt to clear or overcome resistance by applying increased injection pressure, as use of excessive pressure may result in catheter rupture and embolization of unintended areas. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience; therefore, manufacturing has been ruled out as a potential cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.